Manufacturer narrative:
Catalog number 48651240 (reflex-hybrid 2 level acp size 40mm) was also described in the event, it is unk which, if any, of the devices may have caused or contributed to the event. Add'l info has been requested, and if rec'd will be provided in a supplemental.

Event description:
It was reported that "pt had two level corpectomy with fibular strut and reflex hybrid plate. There were two fixed self tapping screws superior and inferior in plate construct. Pt was non compliant with recovery process and one screw backed out of plate and locking mechanism. Surgeon had to bring pt back and replace fibular strut and plate. Pt was non compliant and will be placed in a halo after this revision surgery."